Manufacturer narrative:
1. DHR/bhr review (lot#4233780): 1) the products of this batch were assembled at intima ii auto line 3 in aug 2024 and packaged at r240 & cfs package line in aug 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. The abnormal state of the connection between the extension tubing and the pp connector cannot be identified. 3. The retained sample of this batch is taken for functional testing (45psi leakage test and the pull strength test between the extension tubing and the pp connector), the test results are all within the product specifications. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective sample has been received for relevant testing, and the abnormal state of the connection between the extension tubing and the pp connector cannot be identified, so the root cause of the leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm leaked at adapter tubing junction during the patient's preoperative use, the nurse punctured the patient using a closed IV needle, and when connecting the infusion set to drip the medication after successful puncture, it was found that the extension tube of the closed IV needle was not tightly articulated with the luer cone connector, which led to extravasation of the medication.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.